Event description:
It was reported that during a shoulder arthroscopy surgery the frony head of the accu-pass broke off when the suture hook is inserted, all the broken pieces were removed using a grasper. No delay was reported. Surgery was finished with the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 7210423 accu-pass str shuttle 45 deg lft curve used in treatment was returned for evaluation. Visual assessment confirms the complaint. The information provided states that ¿during a shoulder arthroscopy surgery the frony head of the accu-pass broke off when the suture hook is inserted, all the broken pieces were removed using a grasper¿. Visual assessment showed a cut monofilament. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. .¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.